Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. While taking a shower, the patient stated his phone with the dexcom app was on the other side of a wall in another room. The patient experienced a hypoglycemic event and passed out in the shower. The patient¿s wife stated that she was nearby, and neither her phone nor the patient¿s phone were getting any readings. She was able to catch the patient before the fall could cause any injury. She called 911 and the patient was taken to the hospital by ambulance. She was unable to provide any treatment information for the hypoglycemia but stated the patient had a chest x-ray and blood work done. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. Additionally, during the report, technical support clarified to the patient's wife that the patient¿s phone needs to be within 20 feet without obstructions to give alerts. Labeling indicates: keep your display device no more than 20 feet from your transmitter, with no obstacles between them. They have to be that close to communicate. If they aren¿t in range, you won¿t get g6 readings or alarm/alerts. No additional patient or event information is available.